Event description:
A monarc sling system was implanted in the plaintiff on (B)(6) 2006. The plaintiff's attorney reported the monarc was implanted for a "condition that required surgical intervention for repair." It was alleged that the plaintiff "within months" has "experienced extreme pain and discomfort and suffered the onset of increased urine leakage and infections," has "sought medical opinions" and has "been advised that she may need further surgical intervention and treatment," has experienced "pain," and has had "other ailments."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.